Event description:
Drug/diluent: bupivacaine 0.25%. Fill volume: 270ml. Flow rate: 5ml/hr. Procedure: right shoulder surgery. Cathplace: right shoulder 8 to 10 inches inside the incision. Date of surgery: (B)(6) 2013. Patient called in to inquire about her pump. She stated that it had not changed in size since the previous day when she left the hospital. Patient felt like the pump did not flow. On follow-up call made to the patient, the patient indicated that she noticed the pump had shrunk in size within 12 hours and felt like the pump ran too fast after not functioning originally. The patient was instructed to remove the pump and catheter by her surgeon. Pump was not empty when removed. Patient reported that she was doing fine.

Manufacturer narrative:
Method: actual device is available for evaluation. The device is being returned to the manufacturer. The lot number was available, so a device history record (DHR) review is in progress. Results: at this time the investigation is still in progress and results are not available. Conclusions: a follow-up report when the evaluation and investigation is completed. Information from this incident will be included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend information, or other analysis as appropriate.